Manufacturer narrative:
Results: the pusher assembly of the second evaluated pc400 was kinked approximately 18.5, 55.0, and 92.0 cm from the proximal end. The embolization coil was intact with the pusher assembly, compressed, and had offset coil winds along its length. The pc400 was advanced through a px slim by the penumbra investigator and the sr wire fractured in the process. Conclusions: evaluation of the returned devices revealed both pc400s had compressed embolization coil damage. This type of damage can result from repeated attempts to forcefully advance or retract the embolization coil against resistance. The root cause of the initial resistance experienced by the physician when advancing the first coil could not be determined for the first coil evaluated. Further evaluation revealed the pc400 pusher assemblies were bent and kinked. This damage is likely incidental and may have occurred during return to penumbra facilities. The px slim had no visible damage and a 0.025¿ mandrel was advanced through the px slim without issue. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00086, 3005168196-2017-00088.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2017-00086, 3005168196-2017-00088.

Event description:
The patient was undergoing a coil embolization procedure to treat a ruptured anterior communicating artery (a-com) aneurysm using penumbra coils 400 (pc400¿s) and a pxslim delivery microcatheter (px slim). During the procedure, the physician placed a pc400 in the a-com using a px slim; however, the pc400 was not the right size and therefore was removed and replaced with a smaller pc400. The physician then attempted to advance a new pc400 through the same px slim; however, resistance was encountered within the first few centimeters after the insertion and the pc400 would not advance through the px slim and therefore, it was removed. It was reported that the physician was able to advance a micro-wire through the px slim prior and after to attempting to use the next pc400; however, the new pc400 would only advance few centimeters inside the px slim and became stuck. The pc400 and px slim were removed and the procedure was completed using another manufacturer¿s microcatheter and coils. There was no report of an adverse effect to the patient.